Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 4/3/15 device evaluation: the device has been returned and evaluated by product analysis on 03/23/2015 with the following findings: the battery compartment is cracked on the side from threads down to the case seal, returned battery cap and cartridge cap were used to complete the investigation. Moisture corrosion is observed in the battery canister. The pump failed a leak test due a battery compartment is leak. The pump is unable to power on and it¿s completely unresponsive.the pump cover was removed and no further moisture corrosion or any intermittent condition was found inside the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.